Event description:
The customer reported the system displayed a filament regulator failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Customer will notify ge if problem reoccurs. System operates as intended. (B) (4).